Manufacturer narrative:
Reserved lot number 54555 was tested for needle tube straightness using a measuring tool, all reserved lots meeting the requirement of no greater degree of 1mm. Due to the feedback of the complaint being visually bent, internal control standards will be tightened internally during the manufacturing process for verticality of the needle and optimization results.

Event description:
End user reports that syringes from item number 830155, lot number 54555 have bent cannulas. End user notices the bent cannulas before the protective cap is removed.

Manufacturer narrative:
Initial trend analysis for lot; 54555 was conducted, no malfunctions were found. This is the only complaint for lot: 54555. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that syringes from item number: 830155 lot number: 54555 have bent cannulas. End user notices the bent cannulas before the protective cap is removed.